Manufacturer narrative:
A ge service representative performed an onsite investigation and found a probable cable connection problem. The contacts were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an intermittent loss of image. No pt injury was reported.